Manufacturer narrative:
Analysis summary: the closurefast device was returned and analyzed. Multiple kinks were observed on the catheter. The kinks were approximately 62.4mm and 88.8mm proximal from the distal tip of the catheter. Visual inspection of the coil under magnification revealed evidence of moisture and bubbling of the fep coating. The coil was not exposed. The catheter passed functional testing on two different models of rfg generators. It also passed the continuity and resistance functional testing.

Event description:
Physician performed a radiofrequency ablation procedure using a closurefast catheter on the great saphenous vein (gsv). The ablation area was reported to be 54cm from the ankle. The vein had a large aneurysm below the knee and its size was 5 to 6 mm. It was reported that ablation was successfully performed twice above the knee; and once below the knee, and thrice on the aneurysm. Three days post-procedure, echo imaging showed blood reflux and a small clot in the treated aneurysm. Therefore, the physician determined that the patient will require a re-intervention, which will be performed after one month. Patient was prescribed anticoagulants, apixaban and aspirin. The physician could not determine the causal relationship between the ablation procedure and the clot formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.